Event description:
It was reported that asymptomatic patient presented for a follow-up. Inappropriate auto mode switch due to noise was observed. No other anomalies were reported. The physician elected to monitor without changes for now.